Manufacturer narrative:
Unit cold not be tested by caire because it was discarded by aga finland. Caire is drafting a letter to notify (B)(6) the importance of retaining product involved in potential adverse event cases so caire can perform internal testing.

Event description:
Patient was filling the portable device from homelox container. When portable device was full and detached from the homelox container, liquid oxygen was sprayed out of the portable device bottom part. Patient opened the window and let the rest of the liquid oxygen spray outside. Patient was in a hurry for a train and thus, she took the gas cylinders (of medicinal oxygen) with her instead of the portable device. She mentioned in the phone call that she was away from home until next day. Patient phoned cbc from the train. She reported that liquid oxygen was sprayed on to her hands. She felt pain in both of the hands and she had taken painkillers for that (did not report the medicinal product or the dosage). Patient also reported that there were probably blisters rising into her index and middle fingers. She told that especially index finger was in pain and red in color and that she had tingling sensation in all affected fingers. Cbc advised patient to see a doctor for evaluation and she promised to see one when reached the destination with train. Patient seemed to be very frightened and sorry for the incident. On 11th of june patient phoned cbc again and gave additional information about the case: she reported that there are burns in her fingers. Altogether six fingers have blisters, three first fingers of both hands. She had told about her condition to a physician and that physician had mentioned the possibility of neural damage in the fingers. According to the phone call, she will visit her physician in two weeks' time.